Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: in (B)(6) 2009 pt was treated for degenerative scoliosis with click-x fusion levels t12 to s1 with a screw at all pedicles, rods and two cross links. Pt's symptoms returned and an x-ray on an unk date showed a non-union at l5-s1, where the rod pulled out of a pedicle screw. On one side. Pt was returned to the operating room on (B)(6) 2012, all hardware was removed. During hardware removal it was determined the non-union was at level l3 - l4. It is not known if new hardware was implanted. No further info available. This is 13 of 18 reports for this event.

Manufacturer narrative:
W/o a lot number the device history records review could not be completed. The investigation could not be completed, no conclusion could be drawn, as no product was rec'd.